Manufacturer narrative:
Complaint no: (B)(4). This report of peritonitis was received with no alleged device malfunction or use error; therefore, a sample was not requested. A review of all batch record documents was performed for associated lot numbers h12c27078, h12f06075 and h12h29057 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. Should additional information become available, a follow-up report will be submitted. This is report 2 of 2 involved in this peritonitis event.

Manufacturer narrative:
(B)(4). The problems were not confirmed. No device malfunction or use error was identified. No assignable cause was determined.

Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report by a consumer in the USA of peritonitis and pain in a patient coincident with dianeal pd4 ambuflex therapies for peritoneal dialysis (pd). Dianeal therapies were ongoing. During a call with baxter customer services, the following was reported. On an unknown date, the patient experienced peritonitis and pain. On (B)(6) 2012, the patient was hospitalized for peritonitis. The cause of the peritonitis was unknown. The patient still had pain and unspecified tests were being performed. Treatment was not reported. At the time of this report, the patient had not yet recovered from the peritonitis. The outcome for the event of pain was not reported. An opinion of causality was not reported for the event of peritonitis.